Event description:
A hospital in (B)(6) reported via a fph field representative that the heater wire pins of an rt329 infant breathing circuit kit were bent. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt329 circuit was returned to fisher & paykel healthcare (B)(4) and tested by connecting a heater wire adaptor to the heater wire pins on the complaint device. Results: full insertion of the inspiratory heater wire adaptor was not achieved. The inspiratory heater wire pins were found to be outside of specification. The right inspiratory heater wire pin was found to be split. A lot check revealed no other complaint for lot number 120217. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is not possible for us to determine whether the pins were bent during production or by the end user. All rt329 breathing circuits are visually inspected during production and tested by inserting the heater wire pins into the adaptors. Those that fail these checks are rejected. (B)(4).